Manufacturer narrative:
During a procedure, lint from a sterile or towel fell into the surgical site. The towel was being used as a drape around the surgical site. The surgeon noticed a piece of lint in the surgical site and removed it using forceps. The procedure continued without further incident. Sample was received but too small for testing. A root cause cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported lint from the or towel fell into incision.